Event description:
Complainant alleged that the medics responded to a call for a pt who had been down for approximately thirty mins when CPR was initiated. The pt was pulseless and not breathing. The medics determined that the pt was presenting an asystole heart rhythm. The medics depressed the analyze button, and the device charged and a shock was delivered to the pt. The device analyzed the pt's heart rhythm again, and again gave a "shock advised" prompt. At this point the medic observed that the pt was presenting a pulseless electrical activity heart rhythm. The medic then attempted to over ride the device, but was unable to override the device's decision. The device was then turned off/on, but the device still held the charge. The medics then performed CPR on the pt as pt was transported to the hosp. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.